Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the catheter allegedly caused the patient to experience an infection. No other information was received regarding the infection; however, the complainant alleged that the patient also experienced hematuria.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter allegedly caused the patient to experience an infection. No other information was received regarding the infection; however, the complainant alleged that the patient also experienced hematuria.